Manufacturer narrative:
The reported event of no egm being stored for a high ventricular rate episode was confirmed. Based on the information provided, it was determined that the hvr alert was triggered appropriately. The root cause of the egm not being stored was unable to be determined.

Event description:
It was reported the patient presented with a pacemaker that did not display the electrogram for a high ventricular rate episode. No changes or interventions were reported. The patient was in stable condition.